Event description:
A report was received that the patient was having difficulty charging his ipg and that the ipg was protruding from his back. An x-ray revealed that the ipg had shifted in the pocket. The patient underwent a pocket revision and the physician chose to replace the ipg due to suspected malfunction. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.